Event description:
It was reported that this left ventricular (lv) lead was explanted due to diaphragmatic stimulation. It was successfully replaced with a new lead. There is no indication this device will be returned for analysis. No additional adverse patient effects were reported.